Manufacturer narrative:
Device evaluated by MFR: a 2.50 x 20 mm synergy xd stent delivery system (sds) was returned for analysis. Examination of the crimped stent via scope found damage to the stent with the most proximal and most distal stent strut rows lifted from the crimped position. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. Blood like substance was noted in the balloon. The hub was examined via scope and no issues were noted. A visual and tactile examination of the hypotube identified a kink and partial break in hypotube laser cut region at 23 mm distal of the hypotube mid shaft bond with the device still intact. Multiple hypotube kinks were also noted. Examination of the tip via scope found no damage to the tip. The shaft polymer extrusion including the distal and mid shaft sections were examined via scope and tactile examination. No issues were noted. No other issues were identified during the product analysis.

Event description:
Reportable based on analysis completed on 16dec2020. It was reported that a kink occurred. A percutaneous coronary intervention was performed on a patient with coronary artery disease (cad). The 90% stenosed target lesion was located in the mildly calcified and mildly tortuous distal left anterior descending artery (lad). A 2.50 x 20mm synergy xd stent was opened and prepped accordingly. The synergy stent was inserted into the touhy and the delivery system was then advanced, but the delivery system shaft kinked immediately. The kink occurred mid to distal on the shaft. It was noted that the device was in the guide catheter, and not the patient's artery. No resistance was felt while advancing. The device was removed intact and the procedure was successfully completed with another of the same device. No patient complications resulted in relation to this event. However, the device returned and analysis revealed stent damage.